Event description:
It was reported that a rapidcross percutaneous transluminal angioplasty balloon was used in the operating theatre after the expiry date during a percutaneous transluminal angioplasty procedure involving the posterior tibial artery, anterior tibial artery, peroneal artery, and pedal artery, with no embolic protection used. It was also reported that the item had not been located since a cycle count and remained missing, and it was later written off. The balloon was reported to have been inflated using an inflation device with a nacl/contrast mixture, and a 0.014" guidewire was used. The procedure was reported to have been completed, and no patient symptoms, complications, or injury were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.